Event description:
A hemodialysis inpatient user facility has reported that after an hour of treatment a patient experienced an increase in temperature from 97.7 to 99.3 and flushing of face. The treatment was discontinued and after five to ten minutes the patient's facial color returned to normal. The patient was rinsed back and the estimated blood loss was 150cc. The machine did not alarm and no medical intervention was required. The patient did not complete treatment. A different dialyzer was used for the next patient's treatment. The sample is available for the manufacturer's evaluation.

Manufacturer narrative:
A supplemental report will be submitted upon completion of plant's investigation.